Event description:
Pt brought to ER in respiratory distress. Required intubation. Physician wanted to do blood gases on pt. System failed/malfunctioned/brokedown. Unable to document/prove cause of respiratory failure and need for intubation. Unable to determine pt's acid/base balance and treat appropriately. Upon eval, the blood gas system involved in this report was reported as defective for 2 years. The last calibration and preventive maintenance was done 2 years ago. At that time, a new blood gas system was ordered, but the order was not filled, in part due to the close proximity of this hospital to the main hospital where blood gases can also be done. There is no history of failure with this device at this facility. This device has been replaced with a new model and MFR since the time of this event, because of the difficulty with getting parts and service with the bayer model.